Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A manual injection was administered to address bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.